Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30979588 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3011370111-2023-00041.

Event description:
As reported by the field, during a mechanical thrombectomy, a prowler select microcatheter (mc21160c2, 30979588) could only be guided over a traxcess guidewire intracranially with the use of force. Extreme friction occurred when guiding up and releasing an embotrap iii 6.5 mm x 45 mm (et307645, unknown lot). Therefore, the physician changed to a rapidtransit microcatheter (mc) without these problems. Additional information received indicated that it is unknown if the insertion tool was securely placed in the hub of the microcatheter prior to attempting to advance the embotrap. The embotrap was successfully used with the rapidtransit microcatheter. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the resistance was felt on the distal tip. They were able to move the device only once. Neither the embotrap or the traxcess were torqued in the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. The prowler select plus was replaced by rapidtranit and intervention continued. There was no difficulty removing the device from the patient. There were no alleged product malfunctions with the embotrap. The lot number for the embotrap is 22h212av. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.